Event description:
It was reported that a patient, who had a right rtsa, was revised due to recurrent instability. The liner was exchanged and the glenosphere was changed to an expanded glenosphere. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return. They were discarded. No device images were provided. No further information.